Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patients reported blood glucose level had dropped to 31 mg/dl while wearing a pod for 48 hours. The patient was given intravenous fluids by the paramedics. Once at the hospital the patient was treated with intravenous fluids as well as glucose and another medicine. The patient was released from the hospital after 6 hours. The pod will not be returned as it has been discarded.